Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator was in backup vvi operation. The asymptomatic patient later presented to the clinic and upon interrogation the device was found in backup vvi mode. After a device software download, normal device function resumed. No additional information was reported.